Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: moisture was observed behind the display lens, and the pump case was observed to be cracked near the display. The pump powered on properly with the returned battery cap, which was able to fully tighten to the pump. A power loss event was not observed. During an attempted rewind step, the pump emitted a cs 078-0008 call service alarm that could not be cleared. The initial complaint of an intermittent-power issue could not be fully investigated due to internal moisture damage. The pump failed a leak test due to the cracked pump case. The pump cover was removed and evidence of moisture ingress was observed on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.